Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and flat creases. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one crack opening and one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is one crack opening assessed as cracked valve seat diaphragm valve, and one sharp opening assessed as unidentified tear opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported moderate left side breast pain. Healthcare provider reported left side deflation. Device remains implanted.